Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and no defects were noted. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported: the device was tried to be implanted via v-p shunt on (B)(6) 2014 after the patient had a subarachnoid hemorrhage. It was noted that the saline did not flow through the device without connecting it to the ventricular catheter before use although the surgeon pumped the device. The device in question was not used at the surgery. The backup device (82-3146) was connected to ventricular catheter this time and there is no problem with a flow when it was pumped. There were no surgical delay greater than 30 min and no adverse consequences to the patient.